Event description:
It was reported through literature that an asahi sion blue guide wire was trapped by an existing stent in the patient anatomy, requiring additional treatment. Publication: jacc: case reports vol. 30, no. 26, 2025. Title: iatrogenic aortocoronary dissection: management and outcomes. Excerpt: diagnostic coronary angiography via the right radial artery revealed a severe left main stenosis and was completed without difficulty despite a previously implanted right brachiocephalic trunk stent. After multidisciplinary heart team discussion, a deferred left main percutaneous coronary intervention was selected. During pci, after insertion of a 7f glidesheath slender (terumo) via right radial access, we observed difficulty in crossing the right subclavian artery (rsa) with a 5f jr 4 diagnostic catheter. A 0.014-inch coronary guidewire (sion blue, asahi intecc), used to facilitate catheter passage, became entrapped within the stent, with its distal segment extending toward the right internal carotid artery. Attempts to free the guidewire by advancing a 1.0mm semicompliant balloon (ikazuchi, cordis) and a microcatheter (mamba flex, boston scientific) as close as possible to the stent were unsuccessful. A 4mm one snare (merit medical) was then advanced as distal as possible. Simultaneous traction on both the guidewire and the snare indicated transmission of excessive pulling forces and raising concern for potential vascular injury in case of stent dislodgment. This approach was hence abandoned, and rather we attempted to create a larger space. A 1.0mm semicompliant balloon (ikazuchi) was used for this purpose, managing to partially cross through the stent struts. However, the balloon also became entrapped in the same spot as the guidewire, without any possibility to advance or retrieve it. During forceful traction, the balloon shaft ruptured in the right axillary artery, leaving the distal segment trapped within the vessel. After advancing a new 0.014-inch workhorse guidewire with a large loop tip inside the common carotid artery, the 4mm one snare was used to capture the distal tip of the jailed guidewire and pull it back inside the sa. Meanwhile, a second vascular access through the right femoral artery was obtained, and a 7f, 65 cm-long arrow sheath (teleflex) was placed. The stent was then dilated using a peripheral 8*40 mm armada balloon (abbott) via the femoral access, but still the guidewire could not be removed. The 4mm one snare was readvanced over the jailed guidewire. While the 8mm balloon remained inflated within the stent to stabilize it, opposing traction forces were simultaneously applied. This "tug-of-war"-like maneuver ultimately allowed successful retrieval of the jailed guidewire. However, the shaft of the ruptured small-profile balloon catheter remained in the rsa. Attempts to retrieve it using the snaring and the wire twisting techniques failed. Ultimately, two 2.0mm emerge noncompliant balloons (boston scientific) were advanced over 2 different workhorse guidewires and inflated simultaneously around the retained shaft, allowing pulldown of the ruptured balloon shaft into the right radial artery. Further attempts using multiple techniques were subsequently made to achieve complete extraction of the ruptured balloon shaft. However, given important mechanical resistance that led to severe pain, the decision was made to leave the residual material in place. Finally, left main pci was conducted via the femoral approach, performing provisional stenting covering the left main-left anterior descending axis with a 3.0*33 mm ultimaster nagomi stent (terumo). Surgical removal of the ruptured balloon from the radial artery was recommended to prevent thrombotic extension into the humeral artery and reduce infection risk; however, the patient declined surgery. At the 6month follow-up, she remained asymptomatic, and arterial doppler showed a partially thrombosed radial artery.

Manufacturer narrative:
As the information in this report was entirely based on literature, which did not provide such detailed device information as lot number or unique device identifier (UDI), no other information than the brand name could be obtained. Manufacturing site: manufacturing site could not be identified because the product lot number information was not available. Device evaluation could not be performed because the affected device was discarded at the user facility and not returned. Lot history review of the reported sion blue guide wire could not be conducted because lot information was unavailable. All the shipped products were inspected in the production process and satisfied the product specifications and release criteria; therefore, it was concluded that there was no anomaly in product quality. Based on the obtained information and known similar events, it was presumed that difficulty in removing the sion blue guide wire occurred because its distal segment was trapped by the stent strut. Although it was concluded that this event was not attributed to product quality, additional treatment by balloon catheter, microcatheter and snare was considered an adverse patient effect. CAPA: no CAPA will be taken. The instructions for use (IFU) states: [warnings] ~ always advance and withdraw the guide wire slowly. ~ observe movement of this guide wire in the vessels. Before this guide wire is moved or torqued, the tip movement should be examined and monitored under fluoroscopy. Do not move or torque the guide wire without observing corresponding movement of the tip; otherwise, the guide wire may be damaged and/or trauma may occur. In addition, ensure that the distal tip of this guide wire and its location in the vessel are visible during manipulations of the guide wire. ~ never push, auger, withdraw, or torque this guide wire that meets resistance. Torquing or pushing this guide wire against resistance may cause damage and/or tip separation of this guide wire or direct damage to a vessel. Resistance may be felt and/or observed under fluoroscopy by noting any buckling of the guide wire. If the prolapse of the guide wire tip is observed, do not allow the tip to remain in a prolapsed position; otherwise, damage to the guide wire may occur. Determine the cause of resistance under fluoroscopy and take any necessary remedial action. ~ if resistance is felt due to spasm, bending of the guide wire, or due to trap while operating this guide wire in the blood vessel or removing it, do not torque and/or pull the guide wire itself. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guide wire is moved excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel. [Malfunction and adverse effects]. ~ removal difficulty of guide wire.